Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, nine months due to severe mitral regurgitation with moderate mitral stenosis. Patient presented with chronic diastolic heart failure (nyha class IV). The tmvr procedure was performed with a 29mm 9755rsl valve. The patient tolerated the procedure well and was transferred to cvicu hemodynamically stable, but in critical condition.

Manufacturer narrative:
Added information to b5, b7, d4, h4, h6. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including history of coronary artery bypass graft, hyperlipidemia, diabetes mellitus and coronary artery disease.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of two (2) years, nine (9) months due to unknown reasons. The procedure was performed with a 29mm 9755rsl transcatheter valve.